Event description:
Unomedical reference number (B)(4). It was reported that patient faced three infusion set cannula bent events over the past one to two months since (B)(6) 2024. The events occurred within 3 hours of insertion. The insertion site was at abdomen and patient resolved the event by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05363 - device 3 of 3. Patient city: (B)(6).